Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient has a left total hip with corail stem and pinnacle metal on metal cup. The hip was done in 2005. The patient has pain and increased metal levels. The surgeon revised the metal liner and head. The cup and stem were well fixed and retained. There was no metallosis on the backside of the liner. The trunion did have metallosis and was stained. A new poly liner and ceramic head were implanted. The components were retained by the hospital for the patient. Doi: 2005, dor: (B)(6) 2019, left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.